Manufacturer narrative:
Initial and final MDR (B)(4) device 3 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced five infusion set bent cannula issue events on (B)(6) 2026. The blood glucose level was 299 mg/dl. The patient replaced the infusion set and resumed insulin delivery successfully. No further information available.